Event description:
It was reported that catheter and guidewire entanglement required surgical intervention. The target lesion was located in the mildly tortuous and mildly calcified iliac artery. A opticross 18 vascular imaging catheter and v-18 control wire were selected for arterial peripheral intervention. During the procedure, the catheter wrapped around the wire and became completely twisted. The wire, catheter and sheath were pulled back and tried to untwist it, but it could not be removed, and the catheter was found kink at the middle-distal part. The patient was sent for surgery to remove the catheter and wire as one unit. No further complications were reported, and the patient is doing well.